Manufacturer narrative:
A sample product was not returned for analysis. No injector was returned for evaluation for the report of injector plunger over-riding the lens and damaging the lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a lens with a broken haptic was inserted into the patient's eye and had to be removed and replaced with a back up lens. The surgeon indicated to the nurse that during the injection, there was some tension. The plunger of the hand piece was also reported as over riding the lens. Additional information was requested. There are two medical device reports associated with this event. This is the report for the hand piece.

Manufacturer narrative:
One handpiece injector was returned for evaluation for the report of the injector overriding the lens and damaging the lens. A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. The handpiece injector was manufactured in (B)(6) 2017. A visual inspection of the iol handpiece injector was performed and was deemed conforming. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check was performed and deemed conforming. The evaluation does not confirm the injector has a nonconforming bent plunger that would cause the plunger to override the lens and damage it. The injector met specification. The reason for the injector overriding the lens cannot be determined from this evaluation. Additional information was provided. The manufacturer internal reference number is: (B)(4).